Event description:
It was reported that fluoroscopy revealed that the atrial lead had dislodged. The lead was successfully repositioned. The patient was in good condition.

Event description:
Additional information reported stated that on (B)(6) 2014 a fluoroscopy revealed that the atrial lead had dislodged again. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.